Manufacturer narrative:
A2 and a4 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria. The patient was in stable condition.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product return. Hemolysis/mechanical interaction with blood: after impella cp was implanted, patient experienced red urine with elevated ldh, suspecting hemolysis. Impella cp was then replaced with impella 5.5. Hemolysis resolved but unknown when. The cause was not established due to no product return, no logs, and insufficient clinical details provided. Device history lot: device lot : 1979712. Device history batch: subcomponent lot : n/a. Device history review: he pump sn (B)(6) passed all the post sterile inspection checks.